Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was identified during vascular diagnosis. The procedure was completed (as planned) by using xray normally because cover does not affect the procedure. It was reported to philips that the system's l-arm cover was loose. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the l-arm cover for the flex arm had come off. To resolve the issue, rse guided the customer to reinstall the l-arm cover. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed on the same system as planned as the issue did not affect the procedure. The procedure was finalized without a delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's l-arm cover was loose. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.